Event description:
It was reported by service report that the bed controls did not work; the bed moved on its own. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: incorrect footboard installed on bed. Correct footboard installed.